Manufacturer narrative:
Section d1: brand name was corrected to the accu-flexlink infusion set as this is the correct suspect device. Section h3: evaluation summary attached was corrected to "no". Section h3: device returned to manufacturer was corrected to "no". Section h5: labeled for single use was corrected to "yes".

Event description:
According to the customer's allegation on the incident day, the user reported that the infusion set was leaking at the transfer set. No adverse events reported.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states. It is like or similar to a product marketed in the united states.